Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 25-30mm in length, 3.50mm in diameter and 90% stenosed target lesion being treated was located in the non calcified and non tortuous proximal left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 3.50x32mm promus element stent was then advanced to the lad and deployed. A 3.75x15mm non-bsc balloon catheter was then advanced for post-dilation and became entangled in the proximal end of the promus element stent causing the stent to become deformed. A 3.50x15mm quantum balloon catheter was then advanced and to complete post-dilation. The promus element stent was well apposed and well positioned following post-dilation with the maverick balloon. No patient complications occurred and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. (B)(4).